Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during vats mini maze laparoscopic procedure, the device was hard to load, unload and the needle was misaligned and would not toggle. The needle fall out of the jaws of the device but was retrieved. To complete the procedure, they opened another device. No patient injury has been noted.